Event description:
Boston scientific received information that during a routine device check found this left ventricular (lv) lead had become dislodged. A revision procedure was performed and another manufacturer's lv lead was implanted successfully. There were no adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--